Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, the guide wire tip detached. The patient presented with unstable angina. Vascular access was obtained via a femoral artery. The 90% stenosed, 2.5-3.0x70mm, eccentric target lesion was located within two unknown previously implanted stents in the non tortuous and non calcified right coronary artery (rca). Pre-dilation was not performed. A non bsc guide wire was advanced, but was unable to cross the lesion. The pt graphix guide wire was then advanced, with resistance noted and while maneuvering the middle third portion of the artery, the guide wire twisted. As the physician passed the first lesion, he noticed the tip of the wire had detached. Another pt graphix guide wire was advanced and an unspecified stent was implanted to secure the tip of the wire to the vessel wall. The procedure was completed with the second pt graphix wire and deployment of 4 unspecified stents. There were no additional patient complications reported and the patient's status is stable.